Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing bacterial meningitis. The recipient is presenting with dizziness, headache and noise with and without device use. The recipient was prescribed corticosteroids and antibiotics (type unknown) on (B)(6) 2026. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information section: advanced bionics considers the investigation into this reportable event as closed. The recipient's meningitis has reportedly resolved. The meningitis was not device related. The recipient has resumed use and remains implanted. Dizziness, headaches, and other symptoms were reportedly not related to device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.